Manufacturer narrative:
The full lead was returned, analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pul ling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to over-rotation. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during post implant check the atrial lead impedance was low and there was complete atrial undersensing. It was further reported that when the helix was not extended the impedance was 1239 ohms.the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.